Event description:
Patient here for egd(esophagogastroduodenoscopy) with bravo capsule placement. The bravo deployment was faulty and so the device was wasted. A second bravo was successfully placed. No harm to the patient.